Event description:
It was reported the low battery warning was observed for the pt's (B)(6) ipg. Based on the pt's program settings, the longevity of the ipg was calculated as approximately 34 months. Surgical intervention was undertaken to explant the ipg. No further info is available.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.